Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient was wearing the pod on the leg for approximately 37 to 48 hours when the event occurred on (B)(6) 2025. The patient¿s legal guardian reported that the pod did not regulate insulin delivery during a period in which the patient appeared to have an infection. As a result, the patient developed severe hyperglycemia, with blood glucose levels reported as above 400 mg/dl, and experienced nausea, pallor, and weakness. Multiple correction attempts were made at home before the pod was replaced and a new pod activated. Despite this, the patient continued to show signs of deterioration and was brought to the hospital, where the patient was admitted from (B)(6) 2025 with a diagnosis of diabetic ketoacidosis. During hospitalization, the patient received intravenous novo rapid insulin and continuous monitoring.